Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. Tech service response states, "the event log for hm3 patient (B)(6) contained data on (B)(6) 2020 from 1:38pm-4:14pm. That data consisted mainly of pi events as well as 3 low flow estimates which were not sustained long enough to trigger an actual low flow alarm. The periodic log does have 1 low flow hazard alarm today @9:46am. These flow estimates do not appear to be the result of any equipment malfunction. The log also contained a set speed change down to 5100rpms prior to the data download. It was reported that the patient's husband found her unresponsive at home and called 911. At her local ed, the md reported to the vad coordinators the flow reading on the controller was 0.9lpm and patient was still unresponsive. Hemoglobin was 4.1 in ed and patient was in slow rate ventricular tachycardia. After an amio bolus, her rhythm converted back to normal sinus rhythm. Patient was intubated, stabilized, and transferred to rush. She also received a CT of the head per procedure for altered mental status, but it was negative for changes. Patient is moving all extremities, but remains with altered mental status while intubated and sedated. Patient is currently admitted and receiving supportive medical care. It was reported that the patient experienced symptoms of a gi bleed/ weakness. The patient was feeling week, had dark stools at home, went unresponsive/altered mental status, low flow alarms, ems called taken to osh, started on inotropes, hgb 4.1, elevated one of 8, transfused prbcs/ffp, intubated and transferred to rush. Lab results were stated as above. CT head was negative, egd x 2, 1 bleed found and treated. Hemodynamic support via medications clinical monitoring. Patient status is critical but stable on high pressor requirements, neuro intact.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient experienced a gastrointestinal (gi) bleed at home on (B)(6) 2020 with weakness and dark stools. The patient was found with an altered mental status/unresponsive and a low flow reading was reported on the system controller. The patient was admitted and found to have a low hemoglobin level and was in slow rate ventricular tachycardia. An antiarrhythmic medication bolus was given, which converted the patient back to normal sinus rhythm. The patient was transfused with packed red blood cells and fresh frozen plasma and sedated/intubated for transfer to the implanting center. A computed tomography scan of the patient¿s head was taken that was negative for changes. Two esophagogastroduodenoscopies (egd¿s) were performed, which found bleeding that was treated. The patient was neurologically intact as of (B)(6) 2020 in critical, but stable condition. The plan was for the patient to continue to receive hemodynamic support with antihypotensive medication and clinical monitoring. The submitted log files collectively contained data from (B)(6) 2020 and found that the pump operated at the set speed without issue. Three low flow controller fault flags were captured in the approximately 3 hours of data on (B)(6) 2020 in the controller event log file, none of which lasted long enough to activate the low flow alarm. A low flow alarm was captured in the controller periodic log file on (B)(6) 2020 at 09:46:38. Of note, pulsatility index (pi) was elevated during the low flow alarm. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, other neurological events (not stroke-related), and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists neurologic dysfunction and cardiac arrhythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.